Event description:
Second revision surgery - due to the patient's glenosphere dislocating. Please reference (B)(4). For fist revision.

Manufacturer narrative:
The reason for this revision surgery was dislocation after 3.2 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history shows there are a total of (B)(4) prior complaints against the glenoid head that has 66 similar failure mode pertaining to "dislocation." This is the second complaint for the incident lot number 862c1440. This investigation is limited in scope because the explanted product was not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.